Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 11/12/2020. H.6. Investigation: bd received forty-three (43) customer samples were received to be evaluated. The customer¿s samples were inspected with no issues being identified. Bd was unable to determine the root cause of the customer's issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported with the use of the bd vacutainer® urine transfer straw the staff cannot aspirate from the tube using the analyzer." This event occurred 4 times. The following information was provided by the initial reporter: the customer stated the "staff that they are having intermittent difficulties with the transfer straws. The main issues being slow aspiration, not drawing at all, having to wiggle the straw for the transfer to work and some occasions where the tube top has got stuck into the transfer straw.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® urine transfer straw the staff cannot aspirate from the tube using the analyzer." This event occurred 4 times. The following information was provided by the initial reporter: the customer stated the "staff that they are having intermittent difficulties with the transfer straws. The main issues being slow aspiration, not drawing at all, having to wiggle the straw for the transfer to work and some occasions where the tube top has got stuck into the transfer straw."